Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, essure coil appears to have a "break" in it on that side, the one on the right appears to have a break or portion.'), pelvic inflammatory disease ('pelvic inflammatory disease (pid),'), uterine perforation ('perforation uterus, migration/ essure is "poking into her uterus') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (p4) and multigravida (g4). No. Of coils on each side: right- 03, left- 02. Concurrent conditions included hypoactive sexual desire disorder, eye disorder, burning micturition, hesitancy, low back pain, suprapubic pain, urinary frequency, urinary hesitancy, acute cystitis, hematuria, pap smear, vaginal discharge, itching, vaginal itching, vaginal irritation, candida infection, vaginitis, dysuria, perineal pain and yeast infection. Concomitant products included doxycycline, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2017 and ibuprofen (motrin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal discharge ("bladder/urinary problems vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache and nausea had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient receved treatment for uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs&mr received reporter information, lot no was added. New event added pelvic inflammatory disease, device breakage, vaginal bleeding, menorrhagia, anxiety, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, fatigue. Severity added abdominal pain, pelvic pain. Concomitants drugs, medical history was added. Psych injury event updated depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, essure coil appears to have a "break" in it on that side, the one on the right appears to have a break or portion.'), pelvic inflammatory disease ('pelvic inflammatory disease (pid),'), uterine perforation ('perforation uterus, migration/ essure is "poking into her uterus'), device expulsion ('migration/essure contraceptive fallopian wires are seen extending into fundal part'), salpingitis ('acute salpingitis') and oophoritis ('oophoritis') in a 33-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (p4), multigravida (g4), throat pain, ear pain, dizziness, low back pain and dyspepsia. No. Of coils on each side: right- 03, left- 02. Concurrent conditions included hypoactive sexual desire disorder, eye disorder, burning micturition, hesitancy, low back pain, suprapubic pain, urinary frequency, urinary hesitancy, acute cystitis, hematuria, pap smear abnormal, vaginal discharge, itching, vaginal itching, vaginal irritation, candida infection, vaginitis, dysuria, perineal pain and yeast infection. Concomitant products included doxycycline, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2017, ibuprofen (motrin), paracetamol (acetaminophen) since (B)(6) 2015 and terconazole (terazol) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal discharge ("bladder/urinary problems vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, uterine perforation, salpingitis, oophoritis, psychological trauma, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea and female sexual dysfunction had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, oophoritis, pelvic inflammatory disease, pelvic pain, psychological trauma, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection. Discrepancy of date of removal:(B)(6) 2017. No. Of coils: left ostium without any difficulty with two trailing coils noted. The essure implant was introduced successfully into the right ostium with three trailing coils noted at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain, vaginal infection, vaginal bleeding, vaginal discharge, device dislocation, salpingitis, oophoritis added. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, essure coil appears to have a "break" in it on that side, the one on the right appears to have a break or portion.'), pelvic inflammatory disease ('pelvic inflammatory disease (pid),'), uterine perforation ('perforation uterus, migration/ essure is "poking into her uterus'), device expulsion ('migration/essure contraceptive fallopian wires are seen extending into fundal part'), salpingitis ('acute salpingitis') and oophoritis ('oophoritis') in a 33-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (p4), multigravida (g4), throat pain, ear pain, dizziness, low back pain and dyspepsia. No. Of coils on each side: right- 03, left- 02. Concurrent conditions included hypoactive sexual desire disorder, eye disorder, burning micturition, hesitancy, low back pain, suprapubic pain, urinary frequency, urinary hesitancy, acute cystitis, hematuria, pap smear abnormal, vaginal discharge, itching, vaginal itching, vaginal irritation, candida infection, vaginitis, dysuria, perineal pain and yeast infection. Concomitant products included doxycycline, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2017, ibuprofen (motrin), paracetamol (acetaminophen) since (B)(6) 2015 and terconazole (terazol) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal discharge ("bladder/urinary problems vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, uterine perforation, salpingitis, oophoritis, psychological trauma, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea and female sexual dysfunction had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, oophoritis, pelvic inflammatory disease, pelvic pain, psychological trauma, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, and vaginal infection to be related to essure. The reporter commented: patient received treatment for uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, and vaginal infection. Discrepancy of date of removal: (B)(6) 2017. No. Of coils: left ostium without any difficulty with two trailing coils noted. The essure implant was introduced successfully into the right ostium with three trailing coils noted at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain, vaginal infection, vaginal bleeding, vaginal discharge, device dislocation, salpingitis, oophoritis added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Event : "acute salpingitis" and "oophoritis" added, other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, essure coil appears to have a "break" in it on that side, the one on the right appears to have a break or portion.'), pelvic inflammatory disease ('pelvic inflammatory disease (pid),'), uterine perforation ('perforation uterus, migration/ essure is "poking into her uterus') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (p4), multigravida (g4), throat pain and ear pain. No. Of coils on each side: right- 03, left- 02. Concurrent conditions included hypoactive sexual desire disorder, eye disorder, burning micturition, hesitancy, low back pain, suprapubic pain, urinary frequency, urinary hesitancy, acute cystitis, hematuria, pap smear abnormal, vaginal discharge, itching, vaginal itching, vaginal irritation, candida infection, vaginitis, dysuria, perineal pain and yeast infection. Concomitant products included doxycycline, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2017, ibuprofen (motrin), paracetamol (acetaminophen) since march 2015 and terconazole (terazol) since may 2016. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal discharge ("bladder/urinary problems vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown, the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea and female sexual dysfunction had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection. Discrepancy of date of removal:(B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain, vaginal infection, vaginal bleeding, vaginal discharge, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- outcome of the event apareunia and dyspareunia was updated from unknown to recovered. Reporter information, concomitant drug and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, essure coil appears to have a "break" in it on that side, the one on the right appears to have a break or portion.'), pelvic inflammatory disease ('pelvic inflammatory disease (pid),'), uterine perforation ('perforation uterus, migration/ essure is "poking into her uterus') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (p4) and multigravida (g4). No. Of coils on each side: right- 03, left- 02. Concurrent conditions included hypoactive sexual desire disorder, eye disorder, burning micturition, hesitancy, low back pain, suprapubic pain, urinary frequency, urinary hesitancy, acute cystitis, hematuria, pap smear abnormal, vaginal discharge, itching, vaginal itching, vaginal irritation, candida infection, vaginitis, dysuria, perineal pain and yeast infection. Concomitant products included doxycycline, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2015 to (B)(6) 2017 and ibuprofen (motrin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal discharge ("bladder/urinary problems vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, uterine perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache and nausea had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient receved treatment for uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, abdominal pain, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus, migration') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti"), vaginal infection ("bladder/urinary problems vaginal infection"), vaginal discharge ("bladder/urinary problems vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy . (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, back pain, genital haemorrhage, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache and nausea had resolved. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: result: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received reporter information was added. Case becomes incident added injury nos replaced with new event added uterine perforation, abdominal pain, back pain, genital hemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection. Event outcome added abdominal pain, back pain, genital hemorrhage, pelvic pain, , urinary tract infection, vaginal discharge and vaginal infection. Lab test date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report